Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced chest discomfort. Following the procedure a small accumulation was noted in the right ventricular epicardium by echocardiogram. A pericardial effusion was confirmed which may have been due to myocardial damage. The right ventricular (rv) lead remains in use. The patient was placed under observation. No further patient complications have been reported as a result of this event.